Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was that the user could not complete reprocessing steps due to water invasion of the device. It was not determined what the material was. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the evis exera iii gastrointestinal videoscope had air/water leakages and did not pass the leakage test during reprocessing. There was no reported patient harm or impact due to this event. During device evaluation at olympus, it was found there was foreign material exiting the nozzle. The report is being submitted due to foreign material in the nozzle found during evaluation.

Manufacturer narrative:
Attempts to retrieve additional information from the customer are in progress. The device was returned and evaluated by olympus. In addition to the findings in describe event or problem, evaluation found the complaint was confirmed and water tightness was lost due to a pinhole in the forceps channel. In addition, angulation was reduced and the angulation control knob had play due to stretched angle wires, the bending section cover adhesive was cracked, and the control section was deteriorated/discolored. This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide updated device evaluation results. During device evaluation at olympus, it was found the suction cylinder was discolored, water tightness was lost due to a pin hole in the forceps channel, the bending angle in the up direction did not meet the standard value and the play of the up/down knob was out of the standard value due to wear of the angle wire, the air/water tube had foreign objects, and the bending section cover adhesive was cracked. This event is under investigation. A supplemental report will be submitted upon receiving additional information.